Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which failed to attach. There was no harm to the patient, no intervention was required and a repeat procedure was performed. It is stated that the patient had an enflamed esophagus and an endoscopy had been performed prior to the bravo procedure. Lubricant was used to facilitate placement of the capsule and it is not known if any lubricant went into the capsule chamber. The customer does not have the capsule or delivery device to return for investigation.